Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. High purge pressure: clinical details report a drop in purge flow on 18/jan/2026 compared to the baseline at case start. There were no alarms or changes in mc. The patient's acts were in target range. No other details were provided. Data logs were not available for evaluation and product wasn't returned. Since neither data logs nor product were available for investigation, the cause of the high purge pressure could not be determined. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
Ip codes added: false alarm. Ip codes removed: none. Engineering assessment: during impella 5.5 support, the imeplla was adjusted in the or and placement signal was disabled as waveforms were appropriate. 51 days later, high purge pressure developed and tpa was applied to resolve it. The pump supported the patient for 2 more days until the patient received a durable lvad. These events are reportable per sop-ra04-f002.

Manufacturer narrative:
New information. B3: the date of event was changed. B5: on (B)(6) 2025: purge baseline at insertion 11. 8 currently at 6. No alarms. Motor current stable. D6b: updated explant date. H6: added code a141102.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 for mechanical circulatory support experienced an adverse event of tachycardia. The patient was previously supported by an impella cp and was escalated to an impella 5.5. On day two of impella cp support, the patient experienced hematuria, and the pump was found to be inserted into the ventricle deep when reviewed with echocardiography. The pump was repositioned, and the urine began to clear. Additionally, the decision was made to escalate the patient¿s care by cannulating for extracorporeal membrane oxygenation (ECMO). On day three of impella cp support, the patient experienced bleeding from the groin access site. The patient was transfused with one unit of packed red blood cells. On day five of impella cp support, the patient¿s platelet count and hematocrit dropped despite no active signs of bleeding. The patient was transfused with an additional unit of packed red blood cells. On impella cp support day eight, the decision was made to escalate the patient to an impella 5.5 as a bridge to advanced therapy options. On day three of impella 5.5 support, the patient was successfully weaned and decannulated from ECMO. It was reported that the impella 5.5 was repositioned during the ECMO decannulation, and the placement signal was disabled with appropriate waveforms noted. On day five of impella 5.5 support, it was reported that the patient developed tachycardia with a heart rate of 115-120 beats per minute and an electrocardiogram was performed. On support day eight, it was noted that pump flow was improved with nipride. An echocardiogram was performed and revealed that the impella was positioned too deep in the ventricle. A plan was made to reposition the device and optimize performance levels on the impella after repositioning. The following day, it was reported that there had been suction alarms and low placement alarms overnight. A bedside echocardiogram was performed and measured the impella at 5 centimeters form the inlet and was oriented towards the left ventricle wall. The physician opted not to reposition the device as it appeared to be free of interaction with the inlet. The performance level of the device was decreased from p5 to p4, which resolved alarms. At the time of writing this report, the patient continues to be supported by impella 5.5 while awaiting advanced therapy options. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). This report specifically addresses pump 2: impella 5.5. A separate report will be submitted for the other devices associated with this complaint.

Event description:
The complainant reported that a patient implanted with an impella 5.5 for mechanical circulatory support experienced an adverse event of tachycardia. The patient was previously supported by an impella cp and was escalated to an impella 5.5. On day two of impella cp support, the patient experienced hematuria, and the pump was found to be inserted into the ventricle too deep when reviewed with echocardiography. The pump was repositioned, and the urine began to clear. Additionally, the decision was made to escalate the patient¿s care by cannulating for extracorporeal membrane oxygenation (ECMO). On day three of impella cp support, the patient experienced bleeding from the groin access site. The patient was transfused with one unit of packed red blood cells. On day five of impella cp support, the patient¿s platelet count and hematocrit dropped despite no active signs of bleeding. The patient was transfused with an additional unit of packed red blood cells. On impella cp support day eight, the decision was made to escalate the patient to an impella 5.5 as a bridge to advanced therapy options. On day three of impella 5.5 support, the patient was successfully weaned and decannulated from ECMO. It was reported that the impella 5.5 was repositioned during the ECMO decannulation, and the placement signal was disabled with appropriate waveforms noted. On day five of impella 5.5 support, it was reported that the patient developed tachycardia with a heart rate of 115-120 beats per minute and an electrocardiogram was performed. On support day eight, it was noted that pump flow was improved with nipride. An echocardiogram was performed and revealed that the impella was positioned too deep in the ventricle. A plan was made to reposition the device and optimize performance levels on the impella after repositioning. The following day, it was reported that there had been suction alarms and low placement alarms overnight. A bedside echocardiogram was performed and measured the impella at 5 centimeters form the inlet and was oriented towards the left ventricle wall. The physician opted not to reposition the device as it appeared to be free of interaction with the inlet. The performance level of the device was decreased from performance (p) level p5 to p4, which resolved alarms. 27-jan-2026 additional information: on the 54th day of support, it was reported that the purge flows were lower than expected. It was noted that the purge baseline at insertion was 11.8 ml/hr and was currently decreased to 6 ml/hr. There were no reported alarms and the motor current was stable. Tissue plasminogen activator was added to the purge solution to resolve the lower than expected purge flows. The patient was successfully weaned from the impella 5.5 during a successful surgery to implant a durable left ventricle assist device. The patient survived the procedure. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number(B)(6). This report specifically addresses pump 2: impella 5.5. A separate report will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
This report is to correct information reported in the supplemental report filed on 21-jan-2026. Additional information was received on 18-jan-2026 that the pump experienced high purge pressure. New additional information was received 20-jan-2026 that the medical team added tissue plasminogen activator to the purge solution to resolve the high purge pressure issues. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6. Health effect - impact code f2303 medication required was not including in previous reports and has been added. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.